Event description:
The cec adjudication minutes were reviewed. The committee agrees with the assessment of protocol defined non-q-wave myocardial infarction (mi) (target vessel) and arc [peri-procedural]. This is consistent with the elevated troponin I after the procedure. The patient was enrolled in the (B)(4) study with a 70% lesion in the proximal circumflex. The lesion was 25mm in length and the vessel was 3.0mm in diameter. The patient had three vessel disease, however, only one vessel and lesion was treated. A 3.0 x 28mm cypher stent was chosen for the procedure, however, it failed to cross the lesion. Therefore, the stent delivery system was removed and the guidewire was exchanged. The lesion was pre-dilated and the stent was re-delivered and implanted at 18atm. The stent was post-dilated. Troponin pre-procedure was 0.02. Troponin post procedure was 0.14. Patient denied chest pain post procedure, ECG was normal. The patient was discharged the next day. No treatment was given. The event was evaluated and determined to be unrelated to the cordis product but possibly related to the index procedure. After the procedure, on the same day, it was reported that the patient experienced hypotension. The hypotension was thought to be a vagal response and immediately followed the removal of the sheath. The patient was medically managed and the event resolved without sequel.

Manufacturer narrative:
A (B)(6) male patient from the (B)(4) study database experienced a peri-procedural mi post implantation of cypher stent and approximately 22 months post procedure suffered another mi. The patient's medical history consists of: angina, family history of coronary artery disease, hyperlipidemia and hypertension. The indication for the index procedure ((B)(6) 2010) was a six month history of exertional chest pain. Pci was performed in a lesion in the proximal circumflex artery. The lesion was described as de novo, type b2, and 70% stenosed. The lesion was pre-dilated before a 3.0x28mm cypher was inserted but it was not able to be delivered. The lesion was further pre-dilated and the cypher stent was successfully implanted at 18 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. Exceeding the rbp can result in damage to vessel intima. Troponin level pre-procedure was 0.02 and post procedure was 0.14 ng/ml. Patient denied chest pain post procedure, ECG was normal. The patient was discharged the next day. No treatment was given. The event was evaluated and determined to be unrelated to the cordis product but possibly related to the index procedure. The (B)(4) minutes received indicates that the committee agrees with the assessment of protocol defined non-q-wave mi (target vessel) and arc [peri-procedural]. This is consistent with the elevated troponin I after the procedure. Additional information received states that the patient suffered a non q wave mi approximately twenty three months post index procedure ((B)(6) 2012). The event was evaluated and determined to be unrelated to the index procedure and unrelated to the study stent; however, without follow up angiography it is not possible to disassociate the event from the cypher stent. The event was medically managed. This will be captured as a complaint. The stent remains implanted thus unavailable for analysis. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient, vessel and lesion factors may have contributed to the reported events.

Manufacturer narrative:
Additional information received states that the patient suffered a non q wave myocardial infarction (mi) approximately twenty three months post index procedure. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the study stent. The event was medically managed. The patient has a history of ischemic cardiomyopathy, chronic diastolic heart failure and chronic lymphatic leukemia. Approximately twenty three months post index procedure, the patient was admitted for acute exacerbation of systolic congestive heart failure with possible pneumonia. During the hospitalization, the patient experienced a troponin elevation without ECG changes. Troponin peak was 5.78. The diagnosis of non stemi was possibly related to chf and pneumonia with supply/demand mismatch in the setting of pulmonary edema. The patient was treated with IV lasix, antibiotics, and testing showed an ef 50-55% and a nuclear stress after discharge was negative. The information received states that the mi was likely related to a supply to main mismatch in the setting of an acute illness which was a congestive heart failure exacerbation and pneumonia. The patient did not have a cardiac cath done since the stress test was negative. Since the patient had macrocytic anemia and cannot take aspirin, the heparin and integrilin was not given and the patient was placed on lovenox in addition to the plavix, ace inhibitor and beta blocker which the patient had been taking. The patient's congestive heart failure and pneumonia was also treated with IV lasix and avelox. The congestive heart failure was related to the patient not taking his lasix in the setting of diastolic heart failure. The event of mi was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A (B)(6) patient from (B)(4) study database experienced a peri-procedural mi post implantation of cypher stent. The patient's medical history consists of: angina, family history of coronary artery disease, hyperlipidemia and hypertension. The indication for the index procedure was a six month history of exertional chest pain. Pci was performed in a lesion in the proximal circumflex artery. The lesion was described as de novo, type b2, and 70% stenosed. The lesion was pre-dilated before a 3.0x28mm cypher was inserted but it was not able to be delivered. The lesion was further pre-dilated and the cypher stent was successfully implanted at 18 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. Exceeding the rbp can result in damage to vessel intima. Troponin level pre-procedure was 0.02 and post procedure was 0.14 ng/ml. Patient denied chest pain post procedure, ECG was normal. The patient was discharged the next day. No treatment was given. The event was evaluated and determined to be unrelated to the cordis product but possibly related to the index procedure. The cec minutes received indicates that the committee agrees with the assessment of protocol defined non-q-wave mi (target vessel) and arc [peri-procedural]. This is consistent with the elevated troponin I after the procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and/or cardiac enzymes increase. Review of the information provided suggests that there are patient factors, vessel/lesion factors (multiple pre-dilations) and procedural factors (inflation above rated burst pressure) that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.